Manufacturer narrative:
Device disposed of.

Manufacturer narrative:
The reason for this revision surgery was identified as the components shifting or loosening after 28 days of patient use. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. Hospitalization - initial or prolonged was required. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the first complaint for this lot. The root cause of the revision surgery was reported as a fall. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the patient falling after having a total hip arthroplasty (tha) causing the components to shift/loosen. The surgeon implanted new acetabular components using a screw fixation.